Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to this issue. Impact on blood glucose level was unknown as the caller declined to answer whether levels exceeded 500 mg/dl. Technical support assisted the caller with resetting the malfunction code, and the issue did not recur after the reset.